Event description:
It was reported that the asymptomatic patient presented in-clinic with high capture thresholds on the left ventricular lead. The physician capped the lead on (B)(6) 2017. The patient was stable before, during, and after the procedure.